Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering/quality review was performed. This event was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. A labeling review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/5. The caregiver (cg) stated the hp was connected at the time of the alarm and had not disconnected any time prior to the alarm. The cg stated all bags were properly spiked and connected and there were no patient extension lines in use. The cg confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) assisted the cg to recycle power to clear the alarm and further explained alarm. The cg confirmed to finish therapy with manual exchanges. The cg stated she did not see obvious cause for the alarm. No additional information is available at this time.